Event description:
The customer reported that the system locked up. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.